Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. It was noted that the implantable pulse generator (ipg) registered the termination of arrhythmias episodes prematurely on stored electrograms (egm). The rv lead and ipg were explanted and upgraded with the implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: concomitant medical products. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.